Event description:
It was reported that there was muscle stimulation and the left ventricular lead had high thresholds. It also was reported that the lead insulation breached when removed. The lead was replaced and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut; full lead was returned and analyzed. Blood/body fluid in/on all conductors (not obstructed). Apparent explant damage.